Event description:
It was reported that the user experienced an occlusion alert on the ilet while using an infusion set and could not complete the fill tubing function, after which the issue was resolved only with a supply change; the user was not wearing the device at the time of the call and was using injection pens. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of pump therapy and user intervention to switch to pen injections. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the occlusion condition persisted until replacement supplies were used. It was concluded that the event was consistent with an infusion set or tubing occlusion that required supply replacement, with no clinical injury reported.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.